Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with blood clots. The customer was not sure if it was diabetes related or not. The insulin pump alarmed button error. The insulin pump was exposed to an EKG. She might have slept on the insulin pump and caused the button error alarm to occur. Customer's blood glucose level was 57 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor also with intermittent buttons due to corroded keypad traces. Unable to perform, occlusion and excessive no delivery tests due to prime anomaly. No motor or displacement anomalies were noted. The motor was tested outside the device and passed. No button error alarms noted. The operating currents are within specifications. The insulin pump passed self test, a21 error test, displacement test and basic occlusion test. The insulin pump has cracked case at the reservoir tube window corners, minor scratched lcd window and reservoir tube window.